Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a heavily tortuous, 99% stenosed lesion in first diagonal artery. The 2.5 x 18 mm promus stent was confirmed to be implanted successfully. On (B)(6) 2011, the patient experienced angina, and sub-acute thrombosis was confirmed. Thrombus aspiration was performed three times. After confirmation with intravascular ultrasound (ivus) that there were no issues, the procedure was completed. The patient recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.